Event description:
The patient was reported to be experiencing painful stimulation in the middle of the night. Additional information was reported that the patient was having discomfort during stimulation around the lead site mainly, with some latent pain near generator site when she¿s in certain positions (lying down on left side seems to be biggest issue). The patient also mentions that they are very prone to falls. It was indicated that since this patient has had the lead implanted for almost 20 years, the doctor believes the painful stimulation, to be due to fibrosis at the electrode site, that accumulated over time. The painful stimulation was occurring in the patient's neck as well as in her jaw. The doctor believes the pain at the generator site is just due to presence of the device but didn't really know the cause of this. The doctor did not attribute any of these events to any trauma that the patient may have had due to her being prone to falling. The patient had a full revision performed and was indicated that the surgery was performed for patient comfort reasons. Additional information was reported that the patient had painful stimulation, coughing, and vomiting the last time the battery was low. As the surgery for patient comfort was only confirmed for painful stimulation and pain, it could not be confirmed through follow-up that it was also patient comfort for the coughing and vomiting. The explanted products were not returned. No additional relevant information has been received to date.